Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading at the time of admission was unk. It was also reported that the insulin pump was alarming no delivery. Troubleshooting was performed, and the insulin pump continued to alarm no delivery during the prime. Nothing further was reported.